Manufacturer narrative:
The actual date of death is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the clinician intended to program a pca module for a fentanyl continuous infusion with an ordered rate of 15 mcg/hr in the palliative comfort care profile. It was noted later that the infusion was running at 153mcg/hr. The clinician believed that the incorrect dose was a result of inadvertently simultaneous pressing of number "3" and "confirm" key. It was reported the patient passed away.

Event description:
It was reported that the clinician intended to program a pca module for a fentanyl continuous infusion with an ordered rate of 15 mcg/hr in the palliative comfort care profile. It was noted later that the infusion was running at 153mcg/hr. The clinician believed that the incorrect dose was a result of inadvertently simultaneous pressing of number "3" and "confirm" key. It was reported the patient passed away.

Manufacturer narrative:
Omit : c20 - no findings available and d15 - cause not established. Additional information : imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.